Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device eval by manufacturer?, annex a: a25, annex b: g07001, annex b: b01, b14, annex c: c19, annex d: d14. Investigation summary: the report of over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date of 17 august 2024. The event time was not reported. On (B)(6) 2024 at 6:29 pm, the pcu event log showed the pump module received a remote IV message for ¿drugid= 357¿ ¿unknown drug¿ for a primary infusion at a rate 100ml/hr and a vtbi of 100ml. The infusion was started. At 6:35 pm, the pump module was paused, and the infusion was restarted. At 7:28 pm, the pump module alarmed for ¿air in line¿ and the pump module was channeled off a minute later. No further infusions were noted on this day. The total primary volume infused for the primary infusions was calculated to be 96.411ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device was disassembled for this investigation; please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an over infusion event where the unspecified fluid was programmed at 1800 on (B)(6) 2024. No further details were provided. There was patient involvement but no harm. Although requested, no further information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an over infusion event where the unspecified fluid was programmed at 1800 on 17 august 2024. No further details were provided. There was patient involvement but no harm. Although requested, no further information was provided.